Event description:
A customer contacted (B)(4) regarding a system error 2240 that appeared on the home choice (hc) during drain 1. The home patient (hp) disconnected to use the bathroom and reconnected self. The hp was connected at the time of the alarm. (B)(4) explained to the hp when he disconnects he needs to return and reconnect before dwell is completed. (B)(4) had the hp recycle power. (B)(4) advised the hp that therapy had ended and the hp would need to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. During follow up with the home patient's (hp) nurse, the nurse stated that she was not aware of this alarm. The hp had not experienced any issues related to the alarm. The nurse said she would talk to the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). The sample was not available for evaluation.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.